Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the proximal and distal ends of the stent with stent struts flared. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The distal balloon cone appeared partially expanded. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-dec-2018. It was reported that crossing difficulty was encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.